Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump fluid loss. Pump will not re-inflate. Opening scrotum - break just above pump in tubing leading to cylinder. Revision and replaced pump only.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(4). According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2017 and revised and replaced the pump and cylinders on (B)(6) 2020 due to pump fluid loss. The information received indicated that the pump would not re-inflate upon opening the scrotum; there was a break just above pump in tubing leading to cylinder. One titan touch pump and two cylinders were received for evaluation. A separation within abrasion was noted on the longer pump exhaust tubing at the strain relief/tubing junction. This was a site of leakage. Microscopic examination revealed the surfaces to be rough and irregular indicating sufficient stress was exerted to separate the site. Microscopic examination revealed surface abrasion on the longer pump exhaust tubing and pump inlet tubing, indicating the surfaces came into repetitive contact. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on the inlet tubing of the pump and loner exhaust tubing of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) on the longer exhaust tubing of the pump at the strain relief/exhaust tube junction. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.